Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues or leaks were observed. The transfer set was connected and disconnected using an in-lab patient connector by hand and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the minicap transfer set; further described as unable to disconnect from the bag. The event occurred after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.